Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a funeral home with no information. Information identified in the manufacture¿s data base/paperwork indicated the patient died approximately 6 months post implant of the ICD system. A cause of death was requested and not received. Further follow up did not yet yield any additional relevant information regarding the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2012 (B)(6); 5024m-52 implantable pacing lead implanted: 1997 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: a proximal portion of the lead was returned. Visual analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.